Event description:
The device was placed in 2000, in the right wrist for a ptca procedure. Approximate time in situ was one hour and twenty-four minutes with seven catheter exchanges. Hemoband was placed post procedure in lab. Signs of inflammation at the arterial puncture site were noted 2 wks later.